Manufacturer narrative:
PMA / 510(k)# is corrected to k991702.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. No lot # provided. Unique identifier (UDI) #: unknown. PMA / 510(k) #: unknown. Device manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd microtainer® edta lavendar tubes were underfilling. No serious injury or medical intervention reported.